Event description:
It was reported that while in the coronarography unit, the md inserted a super arrow-flex (saf) sheath into the pt's femoral artery. As the intra-aortic balloon (iab) was being inserted into the sheath, the iab became stuck. The md removed the iab and the sheath as one unit. Another kit was requested by the md. Iab was prepped and the fiberoptix sensor (fos) slide was inserted into the pump, however, the fos was not recognized by the pump. As a result, the iab was used "in automatic mode." Additional information received on 07/28/2010 from the sales rep stated "the pt died on (B)(6) 2010 but the cardiologist certifies that there is no link between the incident and the death."

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.